Manufacturer narrative:
Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2009.

Event description:
It was reported that there was a lead warning low right atrial (ra) lead impedance. It was also noted the lead exhibited non capture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial (ra) lead was exhibiting high thresholds.